Event description:
Customer alleged discrepant results of 224 mg/dl back to back with result of 107 mg/dl on same meter, when testing was performed 5 minutes apart on the accu-chek advantage system. The location of testing was not provided. No quality controls were ran. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent. Accu-chek advantage system: meter, accu-chek comfort test strips lot#549614, exp date# 04/30/2008.

Manufacturer narrative:
The suspect product is comfort curve test strips.